Event description:
It was reported that a patient presented to the emergency department with shortness of breath. It was noted that the atrial lead was over-sensing r-waves. Chest x-ray was performed and revealed that the both leads were dislodged and that the atrial lead had fallen to the ventricle. The physician elected to explant and replace both leads. The patient was stable following the procedure.

Manufacturer narrative:
The reported events were dislodgement and far r oversensing. The lead was returned for analysis. The reported event of far r oversensing was not confirmed. Visual inspection of the lead found the helix was fully extended and clogged with blood. The measured full helix extension length was within product specification. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were detected.